Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false positive"

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "false positive."

Manufacturer narrative:
H.6 investigation summary: customer reported false positives on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). This is an unconfirmed failure of the bd product because issue occurred due to cold room temperature at customer's site. Root cause of false positives is related to workflow/ no device problem found. Review of device history record for this instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this failure.